Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm power loss. Customer's blood glucose was 8.2 mmol/l. The customer received multiple power loss alarms when battery was out for less than 10 minutes. The customer was advised that the internal backup battery could not be charged. The customer was advised that the device would be replaced and asked verbally and in written form to return broken pump for analysis.